Manufacturer narrative:
The lot number was reviewed for complaint trend, nonconforming report and CAPA. No trends were noted for complaints and there were no capas that were confirmed in veeva to be associated. A non-conformance was identified as associated with this lot number. The non-conformance involved a failure of the mesh to suture bond during pull test for lot release. Additional samples were tested to test against a 95/90 confidence interval. The units passed the acceptance requirements for this sampling plan. These devices were released with the conclusion the lot met specification. Based on a single complaint against this lot, there is no evidence to believe this failure occurred due to this non-conformance. The device was not received for evaluation. Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Should additional facts prompt us to alter or supplement any information or conclusions contained in the original MDR or in any supplemental reports, a follow-up report will be submitted.

Event description:
According to the available information it was additionally reported the left anchor was inserted correctly, and the other anchor was inserted. Tightening the strap was very difficult. Because the strap wasn't attached yet, another attempt was made. The strap broke, and patient was treated with a non-coloplast tot device. The break resulted in a 15-minute procedural delay. It was noted to break at the dynamic anchor side - the joint between the blue suture and mesh. Nothing noted for unique about patient's anatomy. According to the available information the first anchor went well but when tightening the strap of the second anchor, the wire broke off at the strap, making it difficult to slide through the anchor. The anchor had slid back and forth over the wire after being removed from the packaging. A second device was used, and the same thing happened.

Event description:
According to the available information the first anchor went well but when tightening the strap of the second anchor, the wire broke off at the strap, making it difficult to slide through the anchor. The anchor had slid back and forth over the wire after being removed from the packaging. A second device was used, and the same thing happened.

Manufacturer narrative:
The lot number was reviewed for complaint trend, nonconforming report and CAPA. No trends were noted for complaints and there were no capas that were confirmed in veeva to be associated. (B)(4) was identified as associated with this lot number. Nc involved a failure of the mesh to suture bond during pull test for lot release. Additional samples were tested to test against a 95/90 confidence interval. The units passed the acceptance requirements for this sampling plan. These devices were released with the conclusion the lot met specification. Based on a single complaint against this lot, there is no evidence to believe this failure occurred due to this nc. The device was not received for evaluation. Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Should additional facts prompt us to alter or supplement any information or conclusions contained in the original MDR or in any supplemental reports, a follow-up report will be submitted.